Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being unsure if the cannula was properly seated while wearing it on the leg. For treatment, the patient changed out the pod, took a walk and gave correction bolus.